Event description:
The reporter indicated that a 12.6mm vticmo12.6, -09.5/1.0/177 (sphere/cylinder/axis), implantable collamer lens was implanted and replaced intraoperatively with a shorter length lens on (B)(6) 2022 from patient's right eye (od) due to low vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Patient information unknown. Expiration date is 01/31/2025. (B)(4). Claim# (B)(4).